Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed to decrypt. A technical support specialist identified a configuration decryption error in the medapp debug log; followed knowledge article (med es application error dispensing.ui.win has stopped working), obtained dial-in permission, verified the computer name, executed the recommended command, rebooted the station and tested login successfully. Then, the tss confirmed, the user able to login and there was no error message. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had failed to decrypt. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.